Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was attempted to be implanted within the bile duct of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement is for treatment of a biliary stenosis. The patient¿s anatomy was reported to not be tortuous and had not been dilated prior to stent placement. During the procedure, the stent was advanced to the target lesion; however, resistance was met and the handle detached from the outer sheath. No part of the stent was able to be deployed. The stent was removed from the patient on the delivery system and the procedure was completed with another of the same device. There were no patient complications as a result of this event. Based on the evaluation findings, which indicate that the stent wires were damaged, this is now a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent damaged. A visual examination of the returned device found that the stent was fully mounted onto the device. Several slight kinks were noted along the shaft towards the proximal end. It was noted that the outer sheath had detached from the t-bar connector. The fillet of glue was attached to the t-bar connector indicating that it had been bonded to the outer sheath as required during manufacture. During a functional analysis, an attempt was made to retract the outer sheath by hand and deploy the stent; however, a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. No issues were noted with the inner lumen; however, the proximal stent wires were slightly extending outwards. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.